Event description:
It was reported that when attempting to monitor a patient the crew could not view lead ii, it would only show dashed lines. Also, when pressing the 12-lead button the unit would print the 12-lead 6 times. It was later indicated that the device powered off on its own after printing the multiple ECG reports. The patient outcome was not reported.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.